Event description:
New tubing for curlin lot #70319- was rec'd by our facility that looked different from previous lots. Product was sent to pt for infusion of home IV antibiotic. Patient's care partner was unable to prime tubing via curlin pump without getting repeating down occlusion errors. Made sure no clamps or kinks in line, and was able to flush without problems. Care partner noticed the visual changes in the new tubing set as well. Sent new pump thinking the one in the house needed maintenance. Same issue with new pump at pt's house with an added error of alarm replace set #4 after it was manually primed. Was able to reproduce down occlusion error in our facility with different pump and tubing from the same lot.